Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 29 oct 2019. B5: no new information to report. G4: 25 oct 2019. G7: follow up. H1: malfunction. H2: additional information. H4: 26 may 2010. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was not returned for evaluation as it remains implanted in the patient's mouth. The reported condition of a dental bar that fractured at the cylinder in the third quadrant could not be confirmed. A device history record (DHR) review could not be performed as the DHR could not be located. An issue evaluation has been initiated to address the unknown location of the DHR. It was confirmed that the reported device met design measurements per requirements of the design file. A complaint history review for the reported device item was performed for similar events. No other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dental bar implants (csd04) fractured at the cylinder in the third quadrant.